Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the device failed the leakage test, as there were two leaks found, one from the bending section cover glue (a-rubber glue), and around the objective lens. The forceps cover glue was found to be peeling (no adhesive). No distal end cover insulation test (c-cover insulation) performed due to the missing bending section cover. The bending section cover glue was cracked. There was a play noted on the control knobs. The device was serviced and returned to the user facility. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera ii ultrasound gastrovideoscope to olympus due to fluid invasion, air and water leakage from the insertion. Upon inspection and testing of the returned device, it was observed that the adhesive peeled off and the device was cracked due to shock caused by dropping the endoscope on a hard surface. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation summarized that the issue occurred due to external force applied to the relevant part by strongly rubbing it during daily use including re-processing. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."